Event description:
It was reported that during a lung resection procedure the device did cut, but it did not staple completely. It was reloaded to complete the case. There was no adverse patient consequence.